Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips within 10 minutes: 380 mg/dl and 106 mg/dl, 295 mg/dl and 122 mg/dl, 195 mg/dl and 73 mg/dl the comparisons were performed on different dates. Customer reports taking novolin r based on the second result of the comparison. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.